Event description:
Follow-up revealed the patient has been discharged from the hospital since (B)(6) 2017. It was also reported the patient is currently using a walker for assistance and is undergoing physical therapy. The patient will remain under the of care of a new physician and continue with physical therapy until otherwise.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room a day after their scs implant procedure due to numbness/loss of feeling in his legs/lower extremities. Low impedance was also found on a couple of contacts. In turn, their scs system was explanted. Follow-up revealed compression was the diagnosis. The patient's symptoms have been improving since explant.